Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and it then showed failing vectors. Technical services (ts) was contacted for troubleshooting and it was discussed that the device system placement could be inadequate. The device system placement was modified several times during implant without finding an adequate location, and the health care professional (hcp) described the left diaphragm may be too high. It was discussed that the r:t ratio must be over 3.5, and in case all vectors are failing means these are not reaching the minimum ratio. The r-wave amplitude was noted to be enough in almost all vectors, hence the strategy to find a more passing location. It was advised to perform screening again to enlarge the number of passing vectors and send the data for analysis. The patient remained hospitalized during this time and the s-ICD system was programmed off. The screening was repeated as suggested and the data sent. Ts discussed another screening was performed and two vectors were found suitable for the s-ICD. According to the x-ray provided, it was advised to confirm the device is not in an anterior position, which may reduce the r-wave amplitude as well as the defibrillation energy, since it could limit the energy delivered through the patient heart. Additional information was provided indicating a system revision was performed, in which a few positions were attempted without showing more adequate results. It was mentioned the patient had an infection on the left side, therefore, another implantation of a transvenous implantable cardioverter defibrillator (ICD) does not seem to be a good option for the patient. Ts discussed several programming options and recommended that a technical option to delay the charge being could be adjusting the smart charge parameter, however, this is a medical decision. Defibrillation threshold (dft) test was then performed without issues in terms of sensing, detection and conversion, and the physician decided to program the secondary vector. The s-ICD system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: field h6 impact codes was updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and it then showed failing vectors. Technical services (ts) was contacted for troubleshooting and it was discussed that the device system placement could be inadequate. The device system placement was modified several times during implant without finding an adequate location, and the health care professional (hcp) described the left diaphragm may be too high. It was discussed that the r:t ratio must be over 3.5, and in case all vectors are failing means these are not reaching the minimum ratio. The r-wave amplitude was noted to be enough in almost all vectors, hence the strategy to find a more passing location. It was advised to perform screening again to enlarge the number of passing vectors and send the data for analysis. The patient remained hospitalized during this time and the s-ICD system was programmed off. The screening was repeated as suggested and the data sent. Ts discussed another screening was performed and two vectors were found suitable for the s-ICD. According to the x-ray provided, it was advised to confirm the device is not in an anterior position, which may reduce the r-wave amplitude as well as the defibrillation energy, since it could limit the energy delivered through the patient heart. Additional information was provided indicating a system revision was performed, in which a few positions were attempted without showing more adequate results. It was mentioned the patient had an infection on the left side, therefore, another implantation of a transvenous implantable cardioverter defibrillator (ICD) does not seem to be a good option for the patient. Ts discussed several programming options and recommended that a technical option to delay the charge being could be adjusting the smart charge parameter, however, this is a medical decision. Defibrillation threshold (dft) test was then performed without issues in terms of sensing, detection and conversion, and the physician decided to program the secondary vector. The s-ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and it then showed failing vectors. Technical services (ts) was contacted for troubleshooting and it was discussed that the device system placement could be inadequate. The device system placement was modified several times during implant without finding an adequate location, and the health care professional (hcp) described the left diaphragm may be too high. It was discussed that the r:t ratio must be over 3.5, and in case all vectors are failing means these are not reaching the minimum ratio. The r-wave amplitude was noted to be enough in almost all vectors, hence the strategy to find a more passing location. It was advised to perform screening again to enlarge the number of passing vectors and send the data for analysis. The patient remained hospitalized during this time and the s-ICD system was programmed off. The screening was repeated as suggested and the data sent. Ts discussed another screening was performed and two vectors were found suitable for the s-ICD. According to the x-ray provided, it was advised to confirm the device is not in an anterior position, which may reduce the r-wave amplitude as well as the defibrillation energy, since it could limit the energy delivered through the patient heart. Additional information was provided indicating a system revision was performed, in which a few positions were attempted without showing more adequate results. It was mentioned the patient had an infection on the left side, therefore, another implantation of a transvenous implantable cardioverter defibrillator (ICD) does not seem to be a good option for the patient. Ts discussed several programming options and recommended that a technical option to delay the charge being could be adjusting the smart charge parameter, however, this is a medical decision. Defibrillation threshold (dft) test was then performed without issues in terms of sensing, detection and conversion, and the physician decided to program the secondary vector. The s-ICD system remains implanted. No additional adverse patient effects were reported.